Event description:
One documented and one undocumented incidence of leakage of total parenteral nutrition from c0nvertable piercing pin reported. Total parenteral nutrition was infusing with lipids piggybacked to the lower y site of the set. The bag went dry earlier than expected and it was then noted that there was leakage of fluid behind the pump. No pt harm reported. The tubing and bag were changed to solve the problem.